Manufacturer narrative:
(B)(4), reference number: (B)(6); (B)(6) by the physician. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during an incontinence surgery procedure on (B)(6) 2017. According to the complainant, when the patient was seen on (B)(6) 2018, a 0.5x0.5 cm large mesh exposure was found at the vaginal top and the patient did not have any symptoms of it. Reportedly, a surgery was performed to fix the mesh erosion.